Event description:
It was reported that over the past year the patient experienced increased urinary incontinence. The patient underwent a revision surgery and the physician diagnosed urethral atrophy under the cuff. All components were removed and replaced. There were no further patient complications.